Manufacturer narrative:
The following field(s) have been updated with additional/correction information: b5, e3, g2 and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-jun-2022 to 31- may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order medid did not match the current medid. The order was resent to resolve. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis medstation es system screen unexpectedly grayed out, delaying medications for a procedure. The customer also reported that the issue caused a significant delay to patient care. It was additionally reported by the customer that the "screen on removal is grayed out and shows a not available warning that one or more items not in formulary, cannot remove." There were no adverse events or injuries reported based on this incident. There was no other information was released regarding the event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the order medid did not match the current medid. The order was resent to resolve. The system functioned as intended. If any additional information becomes available regarding the event, a supplemental MDR will be filed.

Event description:
It was reported by the customer that a pyxis medstation es system screen unexpectedly grayed out, delaying medications for a procedure. Customer reported that the reported issue caused a significant impact to patient care and no other information was released regarding the event. There were no adverse events or injuries reported based on this incident.